Event description:
After following instructions for administering imitrex medication for migraine headaches. Self administered an injection using the stat-dose pen and was injured in their left leg (starting from the injection site, leg outer thigh area). Bleeding, pain, and numbness in great left toe followed after injecting the medication, from a sluggish malfunctional injector.